Event description:
It was reported that a dissection of the right external iliac artery occurred. Procedure summary: vascular access was obtained via a transfemoral approach. The vascular anatomy was moderately tortuous. A 14f isleeve introducer sheath was placed. A medium size acruate neo2 valve was prepared and loaded on to an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced into position. The medium size acurate neo2 valve was successfully deployed to treat the native aortic annulus. At the end of the procedure, the 14f isleeve introducer sheath was removed from the patient and a dissection of the right external iliac artery above the puncture site was noted. The dissection was treated with the implant of a boston scientific stent. Patient status: the patient condition is stable.